Event description:
It was further reported that the patient missed his first appointment and cancelled the second appointment. The patient stated everything was fine as of (B)(6). It was further clarified that everything was working as normal.

Event description:
It was reported that the implant was initially put in lower than where it should be (should have been above the belt line but it ended up below that) and it had been getting irritated over time ever since implant. The patient was getting blisters when he used stimulation. The patient stated he was feeling stimulation in the pocket but only when he is charging and when he is sitting down. The patient stated it looked like someone put a cigarette out near the stimulator. The patient had not sought care yet for these issues. The patient was redirected to their physician for medical assessment. It was noted that the patient¿s physician was out of the country often. It was further reported that the patient was scheduled to meet with a company representative on (B)(6) 2014 for impedance checks and interrogation. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).